Manufacturer narrative:
One 3i t3® with dcd® tapered implant 4/3 x 11.5mm, bnpt4311 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. Some damage to implant collar, most likely from removal process. Bone debris on the external threads. Per: no pre-existing conditions were noted on the complaint. Bone density type unknown. The reported device was located on tooth #14. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use: biomet 3i dental implants (p-iis086gi rev. H ¿ 07/2021) information identified: contraindications, warnings, precautions, breakage, general considerations and adverse effects per IFU: breakage may occur when an implant is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown mount screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review for the unknown screw could not be performed as the lot/item numbers were unknown. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (bnst413 & unk mount screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Catalog and lot number not provided . 510(k) number is unknown. Device manufacturing date is unknown.

Event description:
It was reported that the patient had a broken restorative screw that was unable to be removed resulting in the implant being removed. Tooth #14.